Event description:
Complaint is a chiropractor who purchased a diagnostic ultrasound unit which was represented as being suitable for use in diagnosing spinal conditions. The unit, according to the complaint, was not only unsuitable for the task but also unapproved for that use.